Event description:
It is reported that the pt is experiencing extreme patellar pain. An MRI confirms patella tendonitis. Revision surgery is pending for the tibial component for unk reasons; it is unk if the patella will be revised at that time.

Manufacturer narrative:
Eval summary: primary operative notes were received for review. It was noted that the cement was finger packed into the proximal tibia and the tibial baseplate was impacted onto it. The knee was held out in extension while pressurizing the cement. The patella tracking was reassessed using the "thumb technique". Case record was reviewed with no issues noted. In the ap x-ray view dated june 30, 2011 an underhang of the tibial component is observed towards the medial side of the knee. The received radiology report indicated that the components of the prosthesis were in good position. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. Eval codes: device history records were reviewed and found confirming. It is no suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add;l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.